Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of an unspecified vessel using perclose proglide devices. Reportedly, during deployment of one of the two proglide devices, a needle-to-cuff miss occurred. Another proglide device was deployed. The sutures were set to the side. The access site was upsized to an unspecified sized sheath to accommodate the aaa delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There was no adverse patient sequela. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.